Event description:
It was initially reported that during a hand assisted colectomy procedure, the device was being used with two blue reloads to make the transection on the sigmoid colon. The surgeon performed the proximal transection and sent the specimen to the pathology lab for results. The surgeons then were ready to reconnect with the stapler and placed the anvil proximally into the tissue as they reinsufflated; they were dilating the anus from below, with a circular sizer set and introduced the 25 gauge sizer with no issues. They then introduced the 29 gauge sizer and visually observed stool leaking from the anastomosis site. The surgeon then removed the sizer and visually checked the staple line, and the staple line was open in the center; the staples were malformed in a half hexagon shape. The surgeon filled the abdomen with saline and saw bubbles; they used an end-stitch and sutured to secure the site. This extended the operating time for 45 minutes. Due to the patient's condition prior to the surgery and drainage from the leak of the staple line, a temporary colostomy was performed. The patient is still in surgery at this time. The surgeon stated they plan to reconnect the colon in a few months and remove the temporary colostomy. Two pictures of the staple site were returned (attached). Sales rep called back and provided the following information: patient did not require any blood. The patient was sent to the pac unit and not ICU. There were no additional medications required. One hour of time was extended on the procedure to the temporary colostomy and cleansing required during surgery. Additional information has been requested, but not yet received.

Manufacturer narrative:
The analysis results found that the device was received in good visual condition and with three cartridge reloads present. The cartridge reloads were received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Additionally, the pictures were received inside the bag; no additional conclusion could be drawn (see attached). A batch record review was performed and no anomalies were found during the manufacturing process. See scanned pages.